Event description:
It was reported that the customer was hospitalized with a low blood glucose of 23 mg/dl. The caller stated that the insulin pump delivered too much insulin, causing the customer to go into diabetic shock. The wife couldn't wake him up, and called the paramedics. The customer then experienced pneumonia, and due to his blood glucose being so low, he experienced heart attacks. Troubleshooting was not done at the time of the call as the customer had not been using the insulin pump since (B)(6) 2013, and the device would not accept any batteries. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched display window and cracked reservoir tube lip.